Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The hand switch x-ray controller was replaced during the service event. The customer reported 3 additional seconds of unintended fluoroscopic x-ray exposure to the patient. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that x-ray stays on after releasing the x-ray hand switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge field service engineer evaluated the hand switch and found it to be working as intended. A root cause investigation was conducted. The investigation included an analysis of the system log files and service history. The results were inconclusive and could not confirm whether there was an accidental radiation occurrence or if the system experienced some other type of error. No other actions are planned at this time related to this event.